Manufacturer narrative:
The field service engineer (fse) was onsite, outside of servicing the system, and noticed that the lower 135 degree cover has been over-tightened by the site and can no longer be removed without breaking it. However since a system service has not been conducted the cause has not been established. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the system was spinning slowly during a 3d spin and the image volume was cut off. The image volume was also dark. There was a "choppy" sound when spinning. This occurred while the site was testing in the hallway, no patient was present.